Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced fiber pptic lamps to address maintenance code#9. The biomed observed no ECG detection, the fse confirmed ECG detection failure and isolated to defective front end board. He replaced it and calibrated to specifications. The unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that during power-up of the cs300 intra-aortic balloon pump (iabp), the unit displayed ¿maintenance required code #9¿. The facility¿s biomedical engineer later reported that there was ¿no ECG detection¿. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The faulty front end board was returned to the getinge national repair center (nrc) for further investigation. A senior repair technician inspected the front end board and observed white residue covering u15 and the surrounding components. The technician did not install the board into cs300 test fixture due to extensive residue. Based on past experience, the white residue is consistent with saline. The nrc has scrapped the front end board per procedure.

Event description:
It was reported that during power-up of the cs300 intra-aortic balloon pump (iabp), the unit displayed ¿maintenance required code #9¿. The facility¿s biomedical engineer later reported that there was ¿no ECG detection¿. There was no patient involvement and no adverse event was reported.